Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds in all vectors. It is believed the lv lead dislodged. The lv lead was inactivated. No patient complications have been reported as a result of this event.